Event description:
It was reported from an identified online obituary that the patient passed away. No context was provided on the cause or circumstances of the patient's death. The device history records of the patient¿s vns generator and lead were reviewed by the manufacturer. All quality tests had passed prior to distribution. Follow up with the county medical examiner showed that the patient was not one of their cases. The patient¿s record had an associated cremation authorization permit, but no other information could be obtained. No additional pertinent information has been received to date.